Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number unknown at time of report.

Event description:
The customer reported that the alarm unit is not working. There was no adverse event or patient harm reported.

Manufacturer narrative:
Software upgrade was needed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.